Event description:
The reporter indicated that on 02/05/97, a 10 second reform was manually performed. On 05/28/97, a 12 second automatic reform was performed. The pt received therapeutic shock on 06/16/97 and charge time is 16 seconds for 720 volts.